Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation in their buttocks. X-rays revealed high impedances and a possible kink in the lead. In turn, surgical intervention may take place to address the issue.